Event description:
Customer reported issue with cartridge not fully snapping into pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to inspect and clean pneumatic tap area and remove an obstructing o-ring. After following on-screen instructions, customer successfully loaded cartridge onto pump, but declined to confirm if insulin resumed.